Manufacturer narrative:
Concomitant medical product: w1tr01 crt-p, implanted: (B)(6) 2019. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the following issues were noted on the left ventricular (lv) lead: rising impedance and a confirmed fracture. The lead was reprogrammed and subsequently explanted and replaced. No patient complications have been reported as a result of this event.